Event description:
On 5/12/2023, it was reported by a sales representative via email that the tip of an anchor broke off inside the patient and it remained. This was discovered during a procedure on (B)(6) 2023. No further information was reported. Additional information received on 5/15/2023: this was discovered during a hip arthroscopy with labral repair on (B)(6) 2023. The tip of an ar-3636h self bunching 1.8 knotless hip fibertak inserter broke during the insertion of the anchor. Both the tip and anchor remained implanted. The case was completed with an additional ar-3636h self bunching 1.8 knotless hip fibertak.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion and/or prying/leveraging the device during use. Per dfu-0054-eo r5, precaution 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.